Event description:
On (B)(6) 2010, pt reported her blood glucose readings dropped to 38 mg/dl during a car accident. Pt stated, paramedics were called and they administered a shot of glucagon. Pt reported, her levels of stress have been elevated since then and her readings have been erratic. Pt's target blood glucose range is 80-140 mg/dl. Pt stated, she did not feel any symptoms of low blood glucose. Pt reported, the lows were caused by her reading the amount of carbs based on her book "(B)(6)". Pt stated, she thinks the number in the book was off and she over delivered insulin because of the number in the (B)(6). Pt reported, she thinks the carb ratio in her bolus calculator was too high; those have been adjusted. Pt stated, she was treated at the scene and then went home. No pt return was requested.

Manufacturer narrative:
No product will be returned for eval.